Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about multiple sensors not functioning properly. Customer stated that on the two previous sensors he received sensor error alerts on one and the other was not reading and had to remove them. Customer reports he inserted a new sensor and had difficulty at insertion because it was not fully inserted and therefore could not stick to the skin; he had to push it to completely insert. Customer stated that there is a sensor reading discrepancy on current sensor because there was a difference of 60 to 100 between the sensor glucose and blood glucose readings. Customer stated that he has noticed that most of his sensors seem slightly bent after use. Customer has discarded products. Blood glucose reading 150 mg/dl. Nothing further reported.